Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the weld where the seat post goes into has broken leaving the seat unstable.